Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had battery issues with the insulin pump. The customer reported that the insulin pump would not give a low battery warning. The customers stated that they had received a power error detected alarm. They were stuck in the insert battery screen. The customer was also receiving a failed battery alarm at the time of the call. The customer¿s blood glucose level was 12.8 mmol/l. Troubleshooting was performed. It was noted that they had previously called to report a power error detected alarm. They were given a series of steps to perform after the call ends to resolve the issue. The battery cap was not damaged. There was no clear indication that the alarms were cleared. The device will not be returned for analysis.